Event description:
The central station did not alarm for a pt in v-tech. The user observed a weak battery message and no pt rhythm on the central station. When the user went into the pt's room, the pt was in full cardiac arrest. The pt expired.